Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging sinus infection. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found dust or dirt contaminate and fiber contaminate on the outer panels, surface cracks and crevasses, ui knob, in and around the air inlet area, in the air inlet canal, around the sd card slot area, around the modem area, and in and around the outlet port. The air inlet canal also had a light amount of small black fiber contaminate. The modem area also contained a moderate amount of dried-up liquid with small black fiber contaminate. Also found dust or dirt contamination on the top of the blower box, near the air intake area, in the blower box chimney, in bower and internal blower box area. The inside bottom of the blower contained a few small potential mineral deposits. Potential keratin contaminates found above and around the outlet of the blower box. The inside of the lower enclosure near the p4 connector contained a small fiber or hair contaminate. The inside of the rear panel also contained a small fiber or hair contaminate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 6 errors. The manufacturer concludes multiple contamination of dirt, dust, hair, fiber, mineral deposit and keratin found were external to the device. The manufacturer concludes there was no evidence of sound abatement foam degradation.

Manufacturer narrative:
In this report box b and box h: type of reported complaint, patient outcome code, health impact grid is updated from product problem to serious injury